Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received motor error alarm during rewind. Not able to troubleshoot for motor error alarm due to insulin pump got stuck in rewind loop due to compromised force sensor system alarm. Customer stated drive support cap was normal. Insulin delivery was temporarily stopped to ensure your safety. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.